Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) homechoice cassettes were damaged. Upon opening the sets, the home patient and nurse discovered that there were scratches and dents across the soft part of the membrane that continued through the hard part. No damage was noticed on the individual packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added. Six (6) samples were received for evaluation. A visual inspection was performed and indentations and lines on the cassette sheeting were identified. The reported issue was verified. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.